Event description:
The pt underwent stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 device. Three of the needles presented upon deployment. The cardiologist removed three of the needles before noticing that the fourth needle had deflected. Fluoroscopy showed the posterior medial needle had deflected and formed a loop proximal to the artery. The cardiologist enlarged the incision and was able to clasp the needle but finally opted for surgery so as to avoid arterial tear. The needle was removed in surgery and the artriotomy was closed. The pt did fine.